Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Sample received, in opened original packaging with cover foil. An electrical conductibility measurement was performed. And recognized that the outer pole did not have appropriate contact. A visual inspection showed, a strongly deformed needle. Base on this investigation customer complaint is confirmed. In production a 100% inspection of the instrument is performed, which would identify defect contact points. Since the instrument passed this test, the contact must have been affected later. But this cannot be determined anymore. The root cause was unable to be verified, as no signs were found indicating the cause of insufficient contact. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed, and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a diathermy tip failed to coagulate during surgery. An alternate diathermy probe was obtained in order to complete the procedure. There was no patient harm.